Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/07/2016, that on (B)(6) 2016, the sensor session stopped independently with out any interaction. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor session was started while the bluetooth icon was blinking. Labeling indicates: make sure receiver and transmitter are connected/paired before starting sensor session. Check receiver 10 minutes after starting for bluetooth icon (solid: connected/paired) (blinking: searching/not paired). Do not start a sensor session until they are paired.